Event description:
Boston scientific crm received an inquiry from a heath care provider (hcp) for a longevity estimate on this implantable cardioverter defibrillator. This device is a part of the shortened replacement window ((B)(6) 2007) advisory. Technical services (ts) was unable to determine if the device was displaying advisory criteria, therefore, monthly follow up was recommended until elective replacement indicator is reached. Subsequent information indicates that the device was explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.